Event description:
The customer reported having high blood glucose in the mornings. The blood glucose at time of call was 250mg/dl. Then the customer called back to perform the high pressure test and the test failed twice. Advised that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.